Event description:
There was no patient involved in this event. Green status indicator flashing and device beeping.

Manufacturer narrative:
The history logs for this device showed the pad-pak was first installed on the 28th january 2015 and that it had performed to specification throughout the history log. The final history log entry was recorded on the 25th october 2015. The returned pad-pak was installed. The device passed an auto self-test however the device emitted a chirp alongside the green flashing status led. This confirms the reported fault. Investigation found the reported fault was due to failure of red status led on membrane. The failure of the red status led created a partial short across the component. This resulted in a failure chirp being present alongside the flashing green status led. The device was able to deliver therapy as demonstrated during the investigation. In the event of a failed self-test the user would have been alerted by a lack of flashing status led and speech prompts indicating a failure.